Event description:
During a dental procedure, burr broke while drilling a hole in the jawbone. Another burr was used to complete the drilling. The broken piece was retrieved by dds and inspected. Staff did not save broken pieces of burr.